Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the electrodes of the lifevest. The irritation was described as open and bleeding. The patient's doctor advised the use of an over-the-counter cream. Follow-up indicated that the irritation was getting better.